Manufacturer narrative:
The devices were returned to edwards lifesciences for evaluation. During visual analysis it was observed the guidewire lumen and balloon shaft were cut at the y connector area. The lumen was found cut and disassembled approximately 3.2 cm from the default position markers. The strain relief indicator on the balloon shaft was broken (broken part was not returned). The cut edge appeared to be uneven and rough. The balloon burst was confirmed as a radial and longitudinal tear burst was observed. There was no missing balloon material. The guidewire lumen separated 3cm from the distal nose tip. The balloon coil was found cut and unraveled. There were minor scratches on the shaft next to the flex tip. A post procedural imagery report was provided by the site and it was observed the y connector was cut with the stopcock attached. There was a radially burst balloon and cut at the guidewire lumber. The guidewire lumen was cut and removed. The delivery system balloon shaft was cut and taken out of the flex shaft. The sheath liner was delaminated. During dimensional inspection, the single wall thickness of the balloon around the burst was taken and found to be within specification. Due to the nature of the complaint, no functional testing was able to be performed. The complaint was confirmed through visual inspection. DHR review did not reveal any manufacturing nonconformance that would have contributed to this complaint event. Review of lot history revealed no other similar complaints. A complaint history review on confirmed device complaints (returned and no product returned) from april 2020 to march 2021 for the commander delivery system (all models and sizes) revealed other similar complaints. However, no manufacturing nonconformances were identified. During manufacturing of the delivery system, the delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. The IFU, device preparation training manual, and procedural training manual were reviewed for instructions/guidance for preparation and use of the devices. Per the device training manual, thv deployment: check to ensure: thv is exactly between the valve alignment markers. Flex tip is on the triple marker. Balloon lock is locked. Perform thv deployment. Unlock the inflation device. Initiate rapid pacing ensuring 1:1 capture, sbp < 50 mmhg, and pulse pressure <10 mmhg. Confirm placement of center marker within optimal initial center marker zone. Begin initial deployment with a slow controlled inflation. Fully inflate and hold for 3 seconds to ensure complete deployment. Completely deflate the balloon. Stop pacing and withdraw the balloon from the native valve. Additional considerations. Verify flex tip is on triple marker to ensure full inflation of balloon during deployment. Ensure stability of delivery system during thv deployment. Slow inflation during initial deployment may help with stability of the delivery system and thv during deployment. If considered, reposition only at the very early stage of deployment. Do not exceed 20 seconds for inflation and deflation of the delivery system. Always maintain control of the plunger of inflation device when releasing it. Never lock the inflation device during bav or thv deployment. Factors that may affect the thv deployment characteristics. Narrow, calcified stj: thv movement ventricular and/or reduced foreshortening of the thv. Thv oversizing: reduced thv foreshortening. Incomplete thv expansion: reduced foreshortening of the thv. Severe ihss including septal hypertrophy: thv movement aortic. Delivery system removal: completely unflex the delivery system. Ensure flex tip is still over the triple marker. Ensure balloon lock is locked. Ensure the balloon is completely deflated. Retract loader (if needed). Pull the entire delivery system through the sheath. Maintain guidewire position in the aorta. Balloon burst: if delivery system balloon bursts or leaks during deployment without thv embolization. Do not use excessive force. Take care when crossing the thv, tracking back over the arch and removing the delivery system (through the tip of the sheath). Maintain guidewire position. Check for pv leaks under echo. If post-dilation needed, use a new delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. Balloon burst: step-by-step: if a balloon burst is suspected, do not attempt to pull back the delivery system into the sheath until you are prepared to conduct the following steps: attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If successful in pulling the entire balloon and delivery system tip into the tip of the sheath, withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position.do not attempt to pull the delivery system through the remaining length of the sheath. If unable to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the entire peripheral vasculature, as there is risk of major complications. Conversion to surgery is recommended to remove the system and a surgeon should be in a position to be able to evaluate the situation. Based on a medical assessment of the size, tortuosity, and extent of calcification of the peripheral vessels, evaluate the risks and tradeoffs of carefully withdrawing the system into a more peripheral anatomy in order to allow a more localized surgical procedure. Consider use of an occlusion balloon to mitigate bleeding risks, especially if there is resistance encountered during withdrawal. If resistance is unacceptably high, convert to surgery rather than using excessive force to pull the sheath/delivery system to a different position. Ensure the valve is well opposed. If it is not, you must post dilate immediately with another balloon or delivery system and sheath. Take care when crossing the deployed valve to prevent potential embolization. No IFU/training deficiencies were identified. The complaints were able to be confirmed through the visual inspection of the returned device. However, no manufacturing nonconformance was identified during the evaluation. A review of the DHR, complaint history review, lot history, and manufacturing mitigations did not provide any indication that a manufacturing nonconformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. Per the report, it was noted that there was moderate calcification in the leaflets. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. It is possible that calcification contributed to the event. Available information suggests that patient factors (calcification) and procedural factors may have contributed to the reported event. Per the report, the balloon rupture was radial. During the commander delivery system removal maneuvers, it was not possible to remove it through the esheath and the balloon was separated into two parts. The radial balloon burst likely altered the balloon profile. The altered delivery system made the device more susceptible to be caught on the sheath tip, which subsequently resulted in withdraw difficulty into the sheath. Available information suggests procedural factors (withdrawal of burst balloon) could have contributed to the event. The complaint for balloon burst was able to be confirmed through the provided imagery and the returned devices. Available information suggests patient factors (calcification) may have contributed to the reported event. The complaint for difficulty or inability to withdraw system through sheath was confirmed. Available information suggests procedural factors (withdrawal of burst balloon) contributed to the reported event. No IFU/labeling/training manual inadequacies or manufacturing nonconformance were identified. Therefore, no corrective or preventative actions are required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This case represents the delivery system used during the case. Please reference related manufacturer report 2015691-2021-02187. The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during deployment of a 26mm sapien 3 ultra valve with nominal volume using transfemoral approach, the balloon burst radially. The burst occurred at the end of deployment when fully inflated, and the valve was perfectly implanted and fully expanded. During removal, it was not possible to remove the delivery system through the esheath and the balloon was separated into two parts. A left contralateral arterial access with 20 fr introducer was performed, the broken balloon (the nose cone and the balloon fragment) was snared, and it was brought out through the introducer. The balloon catheter of the delivery system was cut in the proximal part and the remaining delivery system was removed through the esheath. After the esheath was removed, a calcified flap in right iliac artery was observed. A self-expandable stent was implanted. A dissection in favor of flow in the left iliac artery was also observed. The patient was discharged on post operative day 6. The patient had a trivial degree of calcification in the annulus, moderate calcification in the leaflets and there was a calcification (about 6mm) in the sinotubular junction. Photos of the devices post procedure were provided. Delamination of the esheath liner was observed.